Event description:
Patient implanted in 1998 in bilateral nasolabials and oral commissures. Onset of infection and palpable implant in 1999. Patient treated in 1998 with zovirax, antibiotic and vytone. Patient treated in 1999 with keflex and in 1999 with levaquin. In 1999 implant explanted.